Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's spouse called in on (B)(6) 2025 and stated that the patient was having alarms when they connected the black power cable to batteries from the alternating current (ac) power. The patient's spouse reported an audible broken alarm (not steady tone) when they connected the black power cable to any battery/clip. The spouse did not recall the "visual alarm", only the sound. The alarms did not happen while on ac power, only when the black power cable was connected to batteries. The patient presented to clinic and it was noted that the patient was also in need of a non-urgent "wire surgery." There were no alarms yet, but there was concern for future alarms due to the issue. The driveline had been reinforced for at least 2 years. Log files were sent for review. The log file captured persistent ¿connect power¿ events that affected the black lead of the system controller. The ¿connect power¿ events were peripheral equipment related (battery clip, batteries, controller) and not related to the external driveline or the driveline wires. The controller was exchanged. The pump appeared to have functioned appropriately at the time of assessment. The driveline repair was not completed at the time as it was not an urgent issue. There were no further issues related to the "connect power" alarms reported post controller exchange.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported superficial driveline damage was confirmed through review of the submitted images; however, a specific cause for the damage could not be conclusively determined through this evaluation. Review of the submitted photos showed a portion of the external driveline. The outer jacket appeared bunched and damage to the controller connector bend relief was observed. Additionally, multiple areas of the driveline appeared to be covered in tape. The submitted log file contained events from 24jun2025 through 25jun2025. No notable events or alarms associated with the pump were captured. The patient remains ongoing on heartmate ii left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. Twisting and kinking of driveline was observed in the submitted images. The relevant sections of the device history records for vad-20004 and driveline serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (hmii lvas) instructions for use (IFU) and hmii lvas patient handbook are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents address damage due to wear and fatigue of the driveline and outline indications of driveline damage, as well as the how to respond to such events. These documents instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook cautions the user not to twist, kink, or sharply bend the driveline, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline could cause the pump to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The current revision of the IFU and patient handbook can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.